Event description:
It was reported that the neurologist observed high impedance from a patient¿s 106 device. X-rays were reportedly taken and stated to not show anything that looked suspicious. X-rays have not been reviewed by the manufacturer as the center will not release them for review. Surgical intervention is likely but has not occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected date, initial MDR inadvertently omitted the review of the design history record for the suspect device. Method, corrected date, initial MDR inadvertently omitted the review of the design history record for the suspect device.

Event description:
The patient underwent a full replacement. The explanted devices were discarded and are not available for return and analysis. The design history record was reviewed for the lead. The record shows that the lead passed all specifications prior to distribution into the field. No additional or relevant information has been received to date.